Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 120 mg/dl. A system check with tandem customer technical support (cts) confirmed that the pump and cartridge functioned as intended. Customer believed occlusion alarm was caused by temperature changes occurring to the pump; however, this could not be confirmed. Customer declined further troubleshooting with cts.